Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient presented to the emergency room with syncope. Upon interrogation, the boston scientific sales representative found that the patient had three atrial tachycardia response episodes and zero ventricular tachycardia response episodes. The ventricular tachycardia detection electrogram storage was reprogrammed from 180 bpm to 150 bpm. It was also noted that the heart rate trend reveals heart rates for the patient between 62 to 92 bpm during the syncopal episode. No patient injury occurred due to the syncope.